Event description:
It was reported "the fiber optic connector (the new connector) was inserted and the pump recognized the fiber and zero-ed properly. The balloon was inserted into the patient according to the instructions for use. No pressure curve was displayed. The helium leak indicator was displayed. The pump was replaced and the issue persisted. A new balloon was inserted and functioned normally".

Manufacturer narrative:
(B)(4). The reported complaint that the "helium leak indicator was displayed" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the fiber optic connector (the new connector) was inserted and the pump recognized the fiber and zero-ed properly. The balloon was inserted into the patient according to the instructions for use. No pressure curve was displayed. The helium leak indicator was displayed. The pump was replaced and the issue persisted. A new balloon was inserted and functioned normally".